Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery and below-knee vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at around 20 atmospheres for about 30 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries were reported.